Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer to inspect the unit. Fss confirmed the reported issue and found that the graphical user interface (gui) had burnt components on it. Fss replaced the gui interface, which resolved the problem. Fss performed a full system verification and checkout with no further issues noted. System was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the whitestar signature system started smoking (a burning smell from the monitor assembly) and that it was unplugged and pulled out of the room. There was no patient involvement as the issue happened while the system was sitting idle. The customer elected to use a back up system to complete their surgeries. There were no patient treatments delayed or cancelled.